Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. The kit lot number was not provided; therefore, a batch record review could not be performed. Trends were reviewed for complaint categories, pressure dome leak and alarm (B)(4): return pressure. No trends were detected for these complaint categories. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete action is required at this time. This investigation is now complete. Comp- (B)(4). N.s. (B)(6)2022.

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm (B)(4): return pressure alarm when approximately 1240 ml of whole blood had been processed. The customer observed a blood leak at the collect and return pressure domes. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and did not return product for investigation.